Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was 523 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.